Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant procedure, the right ventricular (rv) lead helix got stuck in the tricuspid valve and could not be removed. As a result, the lead was surgically abandoned until the lead could be completely removed. The lead was subsequently completely explanted without issue. No additional adverse patient effects were reported.